Manufacturer narrative:
The following implant dates, hospitals, and surgeons were reported. However, it was not specified which products are related. (B)(6). Dr (B)(6)'s office was the one to report that the patient had no complications or complaints.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on an unknown date. According to the complainant, the patient experienced injuries (specifics unknown). According to the physician's office, the patient had no complications or complaints. All other information, including the patient's current condition, is unknown and unavailable.